Manufacturer narrative:
The mayfield composite series skull clamp ((B)(4)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Mayfield modified skull clamp (a3059) was returned for evaluation: device history record (DHR) - due to serial# update, the DHR pertinent to new serial# was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the skull clamp has minimal rotational movement in its swivel lock assembly and a residue buildup is present. For the adjustment some worn-off internal parts must be replaced. The swivel lock assembly was missing its nut and therefore the rocker arm is unstable. Additionally, the torque screw was worn and had a damaged thread, making it difficult to screw into the ratchet extension. Repairs will be made accordingly and the function of the unit must be checked; general maintenance and cleaning is also required. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine wear and mishandling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgeon wanted to slightly reposition the head of the patient that was engaged in the mayfield 2 skull clamp (a3059), and when he pushed on the torque screw indicator button, the head of the patient slipped out of the skull clamp. The patient was not injured, and the event did not lead to increased surgery time.